Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damaged occurred. A 32x2.75mm rebel stent was selected for use. During unpacking, when the device was pulled out of the box, it looked like the end portion of the stent was damaged. It was also noticed that there was little kink on the catheter right before the stent. The procedure was completed with a different device. No patient complications were reported.